Event description:
It was reported that during a pph procedure, after removing the device the purse string hadn't been cut out and the rectum was stapled closed and there was massive bleeding. There appeared to be a malformed staple line. The surgeon tried to control the bleeding by using electrocautery and sutures, and then cutting out the staple lines with diathermy. The rectum was opened, which left a raw area. The surgeon hospitalized the patient for 1 night.